Manufacturer narrative:
An investigation was conducted and it states that the condylar plate breakage occurred during a revision surgery. The broken implant was removed and replace with a new condylar plate. Based on the topography of the fracture surface we can conclude that the implant was subjected to high dynamic bending loads. Constantly alternating bending loads (during walking) led to the fatigue of the material and then to a first crack. The fracture was due to fatigue and overload. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with va-lcp condylar plate and screw constructs on (B)(6) 2012 following refracture of right diafisiario femur. Patient was returned to the or on (B)(6) 2013 for revision surgery due to implant fracture. Patient was revised with another condylar plate and patient was implanted with graft with growth factors. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: hrs, hwc. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
DHR review confirms that the device was conforming to specifications; no manufacturing related fault could be detected.